Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 900mg/dl, with and alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with an insulin drip by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient had also experienced a heart attack. The patient did not think the pump was working due to it not bringing down her blood glucose the day of the excursion. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.